Event description:
It was reported that during thyroidectomy, the emg tube got malfunctioned. There was no known patient impact associated with the eve nt. Additional information received that channel malfunction again. Had to turn off channel 2 because it was just going off the whole case starting about 5-10 minutes in. The other channel was working fine. Not a machine problem.

Manufacturer narrative:
H3: product analysis confirmed that visually, the packaging carton was damaged when returned. There was no damage in the construction of the tube. The tube was returned with a syringe attached and an orange tape wrapped around the tube. There were traces of contamination on the cuff and pieces of hair stuck to orange tape. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 38.2 ohms (red), 19.2 ohms (red with white stripe), 31.2 ohms (blue) and 21.4 ohms (blue with white stripe), all within specification. Functionally, device was connected to nim system (tube was submerged in a saline solution) for electrode check and functional test. The electrode check failed on vocalis1 (red ¿x¿ mark), and for the functional test, vocalis1 was noisy (going above 50 ¿v). The electrode check and functional test were repeated after the tube manipulation (manipulation was performed by taking the tube out of saline solution, reshaping the tube, and placing it back in saline s olution). After the tube manipulation, electrode check failed on vocalis2 (previously failed on vocalis1), and for the functional test, vocalis2 was too noisy (it was above 190v). For further analysis, a syringe was used to inject 15 cc of air into the cuff, and cuff inflated/deflated with no issues. A review of the global complaint data showed one similar complaint about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.